Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional information received reporting that the patient had surgical explant of the valve same week as event was submitted. The physician reported that patient did ok and is stable. There is no root cause identified yet.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Implanting physician reported that the evoque valve embolized and is in the right ventricle (rv). The patient is in heart failure (hf). The index procedure was noted to be a straightforward 52mm implant (59 min) with a final result of trace pvl (posteriorly located), and the device was stable. It was noted that the patient was medically volume optimized pre-procedure. The post operative 30 day echo was done and the valve was found to be in the rv.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for malposition - valve embolizes into ventricle was confirmed based on empirical evidence. Based on the device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. No imaging was provided for review; therefore, root cause could not be determined. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for malposition - valve embolizes into ventricle was confirmed based on empirical evidence. Based on the device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. The imaging evaluation determined that 52mm evoque valve embolized into the right ventricular resulting in all anchors losing contact with the annulus. Potential contributing factors to the valve embolization are procedural issues (suboptimal depth and lack of leaflet capture) and imaging issues (poor imaging quality) based on the available information provided. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.